Event description:
A customer contacted beckman coulter regarding incorrectly uploaded pt sample ids by a datalink 2000 (dl2000). The error occurred during the results transmission (by dl2000) from the instrument to the lab information system (lis). The customer indicated that sample ids were misidentified on specimens with requested calculated chemistries parameters. The customer did not specify how many pt samples were affected. The customer did not provide any additional information regarding this event. The customer indicated that the pt's treatment was not affected by this event.